Event description:
It was reported that the physician "exercised" the lead on the back table and noted that the helix appeared to be off center when it was extended. The physician tried to retract and extend it again, but it was still off center. The physician asked for another lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the helix was distorted/bent. It was also noted that the inner insulation was kinked/buckled, the lead was stretched, and the lead was damaged at implant. The analyst also noted that the helix does extend and retract with specification.